Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 118" ded set 20dp w/texium chck vlv 2ss experienced device damage/deformation. The following information was provided by the initial reporter: product 24601-b0007t, no lot number available. Description â¿¿ crack in the tubing. No patient harm.

Event description:
It was reported that the 118" ded set 20dp w/texium chck vlv 2ss experienced device damage/deformation. The following information was provided by the initial reporter: product ¿ 24601-b0007t, no lot number available; description ¿ crack in the tubing; no patient harm.

Manufacturer narrative:
A complaint for cracked tubing on model 24601-b0007t was received. A device history record review could not be performed on model 24601-b0007t because a lot number was not provided by the customer. No product or photo was returned by the customer. The customer complaint of cracked tubing could not be verified due to the product not being returned for failure investigation.the root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.